Event description:
While using the endo catch device on a gallbladder surgery, the pouch separated/tore away from the loop to which it was attached. The pouch was then free floating in the abdomen and required retrieval.